Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for two patient samples from the cobas e 801 module. Patient 1 initial result was 260 pg/ml and the repeat result was 15.5 pg/ml. The result from another cobas e 801 module was 16.7 pg/ml. The result from a new sample from the patient was 16.9 pg/ml. Patient 2 initial result was 143 pg/ml and the repeat result was 10.9 pg/ml. The result from a new sample from the patient was 9.96 pg/ml. The initial results were reported outside of the laboratory to the medical doctor in charge. The results were interpreted as "false low" and the medical doctor asked for a repeat testing. The reagent lot number was 41926001. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined there was an issue with the troponin t hs reagent. Roche has already mitigated the potential for an incorrect medical decision based on an erroneous result by informing customers to implement duplicate testing. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .